Event description:
It was reported the programmer shut down in the middle of a case before the testing cables were hooked up, and it would not reboot. Another programmer was used. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported, the programmer shut down in the middle of a case, and it would not reboot. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the evaluation conclusion code. The change is reflected in this report. Evaluation summary: (B)(4)analysis could not confirm the reported event. No anomalies were found during testing. However, an error message was observed in the programmer error log, which was likely software related, due to a circuit board, and possibly what the customer experienced. A small piece of debris was also noted between a couple of the legs, but it did not appear to be conductive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found during testing. However, an error message was observed in the programmer error log, which was likely software related, due to a circuit board, and possibly what the customer experienced. A small piece of debris was also noted between a couple of the legs, but it did not appear to be conductive.